Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he was going to his monthly check-up appointment 6 months after their replacement, and they noticed that the scar where the implantable neurostimulator was at had puss. The physician performed a complete system explant the day after their check-up due to infection. They kept the patient for a week or two to determine if the infection had following into the spinal column. The patient could not recall if it had. Patient weight: (B)(6) pounds. Device status: unknown.